Event description:
It was reported when patient was implanted, he had a "hole in his spine" and needed four operations to fix it. It was further reported that patient had withdrawal and had been discharged from his hcp as he failed his drug test. On (B)(6), 2010, it was reported the pump alarmed every ten minutes and he was in pain. Patient had requested a new hcp listing because of dismissal from previous hcp. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).